Event description:
The patient contacted animas on (B)(6) 2012 reporting that the audio bolus button was slow to respond. The patient stated after they push the button, they have to wait a moment before the button will respond. The patient confirmed that there was no damage noted to the keypad and denied trauma or moisture to the pump. The patient reportedly wore the pump attached to a belt and cleaned it with damp cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: upon evaluation, there was no visible damage found. During investigation, the audio bolus button responded to button presses appropriately. Testing was unable to confirm or duplicate a delayed response to presses.